Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: explant preoperative complaints: (B)(6) 2009: (B)(6) health facility. (B)(6), crna. Preanesthesia evaluation. Unknown dates: cesarean section x2. Unknown date: tubal ligation. Prior hernia repair. Obese: height 5¿2¿, weight 229 lbs. Diabetes mellitus. Smokes ½ pack daily x 20 years. Explant procedure: exploratory laparotomy with reduction of hernia, resection of mesh, and closure of abdomen. Explant date:(B)(6) 2009 (hospitalization (B)(6) 2015). (B)(6) 2009: (B)(6) health facility. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: incarcerated recurrent ventral hernia with infected mesh. Anesthesia: general. Specimen: old mesh. Procedure: ¿the previous midline incision was excised. We cut on down until we could get to the fascia. There was a large incarcerated hernia. We were very careful to avoid getting into the bowel. We were able to resect the previous fascial attachments and mesh and free up the fascial edges fairly well. We reduced the hernia. We initially placed #2 ethibond retention sutures and left them untied and then closed the fascia with running #1 looped pds. As we got beyond each retention, we tied those. This gave a very adequate closure which did not seem to be under undue tension. We closed the skin with 2-0 and 3-0 vicryl and then with skin staples. A dressing was applied. The patient really appeared to tolerate the procedure very well. Prior to closing the skin, we did place a jackson-pratt in the subcutaneous tissue and this was exited through a separate stab wound and sewn in place with 2-0 nylon. Prognosis for recovery is fairly good.¿ [no pathology records provided]. (B)(6) 2018: day surgery at (B)(6). Weight 87.2 kg [192 lbs.]. (B)(6) 2018: (B)(6). Specimen: hernia sac, ventral hernia. Final diagnosis: soft tissue, ventral, herniorrhaphy: clinical hernia sac. Gross description: ¿received in formalin are multiple fragments of fibromembranous and adipose tissue. Blue suture material is also present within the specimen. Sectioning reveals no evidence of mass.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use also warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: no information. Implant procedure: repair of incarcerated recurrent ventral hernia with implantation of mesh and incidental appendectomy. Implant: gore® dualmesh® biomaterial [1dlmc04/05523677]. Implant date: (B)(6) 2008 (hospitalization dates unknown). (B)(6) 2008: (B)(6) health facility. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: incarcerated recurrent ventral hernia. Anesthesia: general. Blood loss: 800 ml. Description of operation: ¿after satisfactory general anesthesia had been obtained, the patient's abdomen was prepped and draped in the usual sterile fashion. The old incision was excised with a generous amount of skin. Dissection as carried down to the fascial layer. The fascial layer was noted to be thin throughout, but we were able to identify it. We were then able to open up the fascia layer and free up adhesions underneath. In feeling it and judging it, we could get back to where there was good tissue all the way around. There was small bowel stuck up to the inferior border, and this required fairly extensive freeing up of adhesions. Of note, the right colon is very mobile and the cecum and appendix were flopping in the breeze, not stuck own in the right lower quadrant at all. Because of the very great difficulty in fixing this patient's abdomen and the fear of appendicitis being missed in her, we went ahead and did an incidental appendectomy. The mesoappendix was securely clamped, divided and tied with 3-0 vicryl. The base of the appendix was crushed and then amputated, tied with a 3-0 vicryl, and then inverted into a purse string of 2-0 silk. Additional 2-0 silk was placed above this. There was no spillage in that procedure. Once we were ready to close the abdomen, we placed a dual layer of mesh in the abdomen with the smooth vortex type of side down and the marlex side up. This was sutured in place to the far edges of the fascia using running 0 prolene suture. Two sutures were used for this. This gave a very satisfactory appearance and we were able to place these sutures carefully so that no bowel was injured. We then approximated the true fascial edges using a #1 looped pds suture. A jackson-pratt drain was brought through a separate stab wound and was secured. Deeper subcutaneous tissue was approximated first with 2-0 vicryl and then with 3-0 vicryl. The skin was then closed with skin staples. Bandage and binder were applied. The patient seemed to tolerate the procedure reasonably well and prognosis for recovery is reasonably good.¿ (B)(6) 2008: (B)(6) health facility. Implant sticker: ¿gore dualmesh® biomaterial¿ ref catalogue number: 1dlmc04. Lot batch code: 05523677. Explant preoperative complaints: no information. Explant procedure: ventral hernia repair with 20 x 35 cm ventralight intraperitoneal mesh. Explant previous mesh. Lysis of adhesions x2 hours. Left anterior component separation. Explant date: (B)(6) 2018 (hospitalization dates unknown) (B)(6) 2018: day surgery at (B)(6). (B)(6), do. Operative report. Preoperative and postoperative diagnosis: incarcerated recurrent ventral incisional hernia with a small highgrade partial small bowel obstruction. Anesthesia: general. Details of procedure: ¿after informed consent was obtained, the patient was brought to the operating room table, placed in a supine position, and general anesthesia was induced without complication. Her abdomen was prepped and draped in the usual sterile fashion. A foley catheter was placed. I made a left upper quadrant 5 mm incision and inserted the 5 mm optiview camera complex under direct vision into the abdomen. No trocar injury was appreciated. Upon entering the abdomen, she had multiple loops of small bowel contained within multiple hernias of wall. I cleared off her upper abdomen with sharp dissection. I then made a generous midline incision and dissected down to fascia and entered the abdomen through the fascia that I previously deemed safe laparoscopically. I lysed adhesions for approximately 2 hours to clear off her entire abdominal wall. I ran her small bowel from the ligament of treitz to the terminal ileum and straightened that out with sharp dissection with metzenbaum scissors. She had several knuckles of small bowel contained within several ventral hernias. The fascial edges were ventral hernias. She has what looked like a previous biologic mesh that has multiple hernias in it. The rectus muscles were retracted laterally. I cleaned the fascial edges off as much of that de-vascularized biologic mesh as I could. A transversus abdominis release was not possible because I believe her posterior fascia had been violated and was tenuous at best, so a retrorectus plane was not possible. Therefore, I chose to perform a unilateral left anterior open component separation. I raised a large skin flap on the left out to the rectus muscle. I then extended my component separation from the left inguinal ligament to 4 cm above the left costal margin. Once that was done, I was able to bring the rectus muscle and fascia back to the anatomical position. We were out of the large 34 x 25 cm ventralight mesh therefore, I combine a 25 x 20 and a 15 x 20 cm ventralight mesh. That mesh was deployed into the abdomen. After preplacing 0 vicryl transfascial sutures, I then closed the fascia with a running #1 pds. I re-insufflated the abdomen. I had left mid and left upper quadrant as well as subxiphoid 5 mm secondary trocars. I then used a carter-thomason suture passer to pass the transfascial sutures and then I used absorbatack tacking device using a double crown technique to tack the mesh to the anterior abdominal wall. This gave me at least 5 cm of coverage in the craniocaudad dimension. Once I was satisfied with that hernia repair, I allowed to collapse and removed those 5 mm trocars. She had a large skin flap on the left. I went ahead and closed this subcutaneous tissue with 3-0 vicryl suture. There was a drain lateral to the component separation that I brought out through the left upper quadrant port and secured that with 2-0 nylon suture. There was a drain in the midline which I brought out through the subxiphoid port. I then closed the skin with staples. Sterile dressings were applied. The patient tolerated the procedure well. All sponge, instrument, and needle counts were correct.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open midline abdomen hernia repair on (B)(6) 2008 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009 and (B)(6) 2018, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "sever abdominal pain, revision surgery, surgery to remove mesh, dense adhesions, bowel obstruction, component separation". Additional event specific information was not provided.